Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information provided, it was reported that after the anchor was inserted, the surgeon made sure if the tape could slide by pulling its end. As the tape did not slide, he pulled the tape with a little more load. The pulling direction was correct, but the anchor came out of the burr hole. The anchor was removed, and a replacement was applied into the same burr hole. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Manufacturing record evaluation was performed for the finished device lot number:6l96787, and no non-conformances related to the reported complaint condition were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the healix av br 4.5 tape blue anchor device came out of the burr hole as the surgeon pulled the end of the tape. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.